Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d5, g2, h6 (type of investigation, investigation findings, component codes, investigation conclusions) additiona initial rep name: (B)(6). The user subsequently restarted the device and successfully completed the treatment. Following the event, the customer elected to postpone repairs and was advised that the device should not be used clinically until the identified issue is resolved. This complaint will be closed if more information is received in regard to this complaint the investigation will be updated.

Event description:
N/a.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) malfunctioned where the counterpulsation pressure was lower than the set limit. There was no patient harm reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.